Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system extension tube leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the extension tube leaked blood at the connected part of the y-hub".

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0197311, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify the reported defect. Based off the provided photo the engineer was unable to verify the reported defect. Since no defects could be observed in the provided photo a definitive root cause could not be determined. Leakage test was performed on retain sample and no abnormality was found.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system extension tube leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: "the extension tube leaked blood at the connected part of the y-hub".